Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the battery was being charged. After customer disconnected and reconnected pump into power source, battery showed as being fully charged. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.